Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformance's, issues or capas associated with us catheter kit function. The device was not returned for additional evaluation and investigation. Per instructions for use of the intrathecal catheter, catheter kinking is a possible risk of use. Representative reported that they believe this may be user error due to the suturing around the catheter. There is no product to return as the catheter was revised with a revision kit (and cut at the kink site). Internal complaint number: complaint: (B)(4).

Event description:
Representative reported that the physician had performed a catheter revision following a volume discrepancy, underinfusion. The expected volume was ~6-7ml and received back was ~15ml. Upon opening the patient for the revision, the catheter was found to have a slight kink.